Manufacturer narrative:
Additional information: h4: the lot was manufactured between july 18-22, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it showed fluid inside the device's bladder which suggested a possible underinfusion may have occurred. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused via a peripherally inserted central catheter (PICC) line. The device contained flucloxacillin 12000 mg in 230 ml of sodium chloride 0.9%. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.